Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, a fold crease and white particles. A leak test was performed, which found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool on the anterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a striated edge opening on the anterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation and "pain". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "pain". Device remains implanted.